Manufacturer narrative:
Internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on july 25, 2023. Upon inspection, the power entry module was found to be charred and black residue was noted around the power entry module (where the power cord connects to the back of the system). It was noted that the device had a locking power cord with a moisture guard gasket added. This is not a compatible configuration as the moisture guard does not sit securely on the device and can let fluids enter the power entry. In addition, the membrane switch was damaged, the batteries would not hold a charge and there was a crack on the plastic cover of the door assembly. No other faults/failures were noted. The root cause was ingress of fluids over the power entry while locking cord with moisture guard were used. Instructions were provided to the site with regards to other device. The device should be protected from spillage, any spillage should be promptly cleaned up. In addition it was observed that a moisture guard which is provided with a non locking power cord has been placed on a locking cord originally supplied with the device. We are unable to determine when and who put the moisture guard on the power cord. Belmont has received no other complaints regarding this issue with this configuration. The user facility was reminded to check the power entry module (where the cord plugs in to the system) for any signs of contamination and clean if needed for future use while using the device. Belmont will continue to monitor this issue moving forward.

Event description:
The biomed reported that a belmont ri-2 was delivered to him in the biomed office from the trauma department which was damaged from where the ri-2 had caught fire near where the electrical plug connects to the ri-2.